Manufacturer narrative:
Batch review performed on (B)(6) 2021 lot 2009240: 55 items manufactured and released on 15-dec-2020. Expiration date: 2025-12-03. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: femoral canal perforation during tha surgery on an old lady with very thin and probably weak cortical bone. The bone strength was evidently not sufficient to properly guide the broach, because in spite of the smooth, rounded tip it still perforated the femoral canal. No reason to suspect a faulty device at the origin of this problem.

Event description:
After the insertion of the stem, femoral perforation was confirmed on the final checking x-ray. The surgeon decided to finish the surgery without any treatment.